Event description:
Additionale information reported the patient had an incisional wound opening.

Event description:
It was reported that the patient had an erosion and infection at the lead and extension sites. A culture was taken from the device pocket, but results were not yet available at the time of this report. The patient was hospitalized and treated with antibiotics. The patient was also treated with "several rounds" of antibiotics, prior to the explant. The patient was unable to surgically tolerate being re-implanted. The patient's status at the time of this report was reported as alive, with injury. Symptoms and complications associated with the surgery included drainage at the incision site, headache, pain, redness at the device pocket and lead location. One week later, the patient was reportedly stable and doing well since explant. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3777-75 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3777-75 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).